Event description:
The end user performed a 3d normalization on the pet scanner. When prompted for the ce-68 phantom, the end user selected 2d instead of 3d. This affected the standard uptake values (suv) of 39 pts.